Event description:
It was reported that during a vats procedure, after firing the device, the blade did not back up automatically. The surgeon tried to open the jaws with the manual release button but the jaws would not open. According to the surgeon, he fired the device to transect lung and then he applied the endo clip to the remaining tissue. He fired the device once again over the endo clip. Consequently, the device was not able to be opened manually. The reload is being reloaded in the device because the jaws of the device were no opened. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/15/2008: information anticipated, but unavailable at this time.